Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the patient reported that they went to charge the ins on sunday they noticed it didn't take very long to charge, which they thought was weird. The patient mentioned that they didn't use the recharger app while charging the ins, so they used the recharger's audio feedback to let them know when the ins had reached a full charge. Last night the patient used the communicator to check the ins battery level and saw that the ins battery was 90% charged, but the therapy was turned off. The patient didn't know when or how the therapy turned off. The patient turned the therapy back on, but the stimulation hurt and was very intense. The patient decreased the amplitude and the stimulation started to feel better, but they decided to turn the therapy off because they weren't sure what was happening. The agent reviewed possible causes of the therapy turning off on its own. The patient did not indicate they were near any sources of emi, so the agent reviewed most likely cause was the ins battery level reaching 0% at some point. The patient said they used to charge the ins battery every week, but the last couple of weeks they started to charge it every 2 weeks. The agent reviewed that the therapy could have turned off when they started to allow more time between charging sessions. The agent reviewed that the patient could consider using the recharger app during their ins charge sessions to check the therapy status and monitor the ins battery level as they charge. The agent also reviewed that if the patient decides to turn the therapy back on they could decrease the amplitude until the stimulation feels comfortable, then increase as deemed necessary. The patient understood and did not require further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.